Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager, the fridge needed to recover. The customer stated that this malfunction caused a delay to the patient care. There were adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number not available. Upon investigation of the actual device used in this incident, it was determined that the fridge failed. A field service engineer replaced the latch micro switch to resolve the issue. The fse tested its functionality and recovered the fridge. The system functioned as intended after the field service engineer repaired the device.